Event description:
That the case was aborted. It was reported that the patient had a bleed during micro-electrode recording in the globus pallidus internal (gpi). It was noted that no product had been implanted. Patient symptoms were reported as a loss of reflexes and paralysis. It was noted that the patient was temporarily unable to use the left side of their body and was unable to speak. Both of these abilities reportedly returned when the micro-electrode was removed. It was noted that the location of the issues was the right side implant lead location. It was further noted that a post-operative CT showed a bleed in the gpi which was the target location of the procedure. The patient was reportedly spending the night in the hospital and being monitored. The patient was reportedly alive with injury. It was later reported that the patient went home the day following the event and a CT revealed that the blood had disappeared. It was noted that no intervention was taken and no devices were used.

Event description:
Additional review revealed that the microelectrodes are not a medtronic product. No additional information will be reported on this event.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0bdc3, product type lead. (B)(4).